Event description:
New information received notes that the patient's right atrial lead exhibited phrenic nerve stimulation. The lead was repositioned on (B)(6) 2021. The patient was stable.

Event description:
New information received notes that the patient presented in clinic for a follow-up with complaints of diaphragmatic stimulation. Interrogation revealed that the right atrial lead exhibited p-wave amplitude variation and loss of capture. Programming changes were made. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited high capture thresholds and loss of capture, as well as low p-waves. No intervention was performed. The patient was stable.